Event description:
It was reported that the fenestrated bipolar forceps instrument was defective. There was no report of patient involvement.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the fenestrated bipolar forceps (fbf) instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result, a section of the active electrode grip was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the logs confirmed there was another energy producing instrument in the procedure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.